Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a cartridge with a burr/rough spot on the underside tip may have caused a rent in the posterior chamber when lens was placed. Additional information was provided by a registered nurse that the patient was moving eye a lot during the procedure and the cortex was very "sticky". Extra topical medication was needed due to patient pain. The posterior capsule tear was central and initially very small, but opened up the capsule totally. An enlarged incision was needed, an anterior vitrectomy performed, and sutures were placed at the incision site. In the surgeon's opinion, "the cartridge must have had a burr on it to tear the capsule." The procedure was completed with an anterior chamber intraocular lens.

Manufacturer narrative:
The cartridge was returned. Evaluation observed a small amount of viscoelastic present in the returned cartridge. The cartridge tip has light to medium stress which is an expected outcome when a lens is delivered and does not denote a deficiency. The cartridge shows evidence of being placed into a handpiece. Product history records were reviewed for the cartridge and all documents indicate the product met release criteria. The account indicated a 20.0 diopter intraocular lens was used which is qualified for use with one of the viscoelastics used in the cartridge. There were two other viscoelastics indicated as being used; one is qualified; however, the other viscoelastic is not approved for use with this lens/cartridge combination. Not enough information was provided to conduct a review on the lens lot. The product investigation could not identify a root cause for a burr or rough spot on the cartridge underside tip. (B)(4).